Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the caregiver; the patient line was disconnected but was not capped when air was discovered. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding assistance with repriming the patient line which occurred during use with the homechoice (hc). The technical service representative (tsr) asked the care giver (cg) if the patient line had an original cap on the line and the cg stated no. They explained to the cg they would need to start over with new supplies. They explained to the cg they could not go back to reprime the patient line once the hp had started over with new supplies. Product surveillance contacted the care giver (cg) regarding the reported event. The cg stated she did not notice any visible damage or abnormalities with the cassette that was in use. The cg explained that she discarded the sample and did not know the lot number. The cg stated after discovering the air in the line, she disconnected the line from the home patient (hp) and did not cap off the line because she was advised to start over with new supplies. The cg advised that the hp was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if additional information is obtained.